Manufacturer narrative:
No motor error alarm, rewind grinding loud noise anomaly or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Device back light properly and no anomaly noted. The motor was tested outside the device and passed. Device had stripped battery cap coin slot (p), cracked lcd window, cracked battery tube thread.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump had grinding while rewinding. The customer stated that the insulin pump had random unexplained no delivery alerts. The insulin pump will not be returned for analysis.